Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard bc needle did not retract. The following information was provided by the initial reporter: iagbc 1.88 needle did not retract

Manufacturer narrative:
Material information updated in d tab. Investigation results: the complaint that the needle did not retract was confirmed and the cause appeared to be manufacturing related. Two 20g insyte autoguard devices were provided for investigation. One sample was received in sealed packaging and a functional test revealed that the needle fully retracted when the safety mechanism was activated. The other sample exhibited evidence of use and a functional test revealed that the needle failed to retract. Adhesive overflowed the adhesive well and bonded the needle hub to the safety mechanism. A trend has been identified for the reported failure and further actions have been taken to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.